Event description:
It was reported that the 9600 system would not playback the cine run. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure coul dnot be duplicated. The batteries to be replaced by the customer. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.